Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: (B)(4) .other device used: catalog #unk, unknown zimmer (B)(4), lot #unk; this report will be amended when our investigation is complete.

Event description:
It is reported that intraoperatively in twenty-seven hips, despite the proper use of the rasp-trial and the calcar reamer, the prosthetic collar was unable to be impacted sufficiently to obtain intimate collar-calcar contact.

Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search cannot be completed since the part and lot numbers are unknown. Patient activity level and adherence to rehabilitation protocol are unknown. A definite root cause cannot be determined with the information provided.